Event description:
Information was received indicating that during use of this smiths medical cadd solis vip pump, under delivery was noticed. It was reported that pump was supposed to be infused 2000ml over 24 hours, but 600 ml was left in the bag. The pump indicated that 2,000 ml was infused. Reported that the patient did not receive the full quantity of drug prescribed. No patient injury reported.